Manufacturer narrative:
Medical device expiration date: n/a. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle pierced the through the container wall of a bd¿ next generation sharps collector, resulting in a needle stick injury. Post exposure blood work was performed. No further information was provided regarding treatment or medical treatment.

Manufacturer narrative:
Investigation summary: based in the results obtained from the visual inspection of the part, it was found that the part continues to meet the specification that was used previously to accept the batch. Also, as per the needle puncture resistance test was observed that the area in where the needle came thru the wall was found to have a wall thickness meeting the minimum requirements. It is concluded that the reason why the needle puncture occurred was not related to a product deficiency or malfunctioning investigation conclusion: unidentified; no root cause found related to product deficiency.